Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. During the inspection the reported event was confirmed due to defective printed circuit board set. It was also noted the software needed to be upgraded and top cover is dented near the power inlet. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer report to olympus during preparation for use their evis exera iii video system center has no image. There was no patient death, harm or injuries reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective/faulty printed circuit board set (dr board) could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board). The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that a blackout might occur inside the mask of the 180 scope). The dr board design change was confirmed to have been made on april 16, 2018, and the modified products were shipped after june 13, 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.